Manufacturer narrative:
Unit passed basic occlusion test and displacement test; however, unable to prime unit during prime/delivery test due to faulty force sensor resistor. Unable to perform excessive no delivery test and occlusion test due to prime anomaly. Unit received with broken battery tube threads and reservoir tube lip. Unit received with minor scratches on lcd window.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that battery compartment had a broken piece and batteries slid out. Customer's blood glucose was 298 mg/dl. Customer was advised that insulin pump would need to be replaced.